Event description:
This product problem is no longer reportable because no sharp edges were observed during the returned product evaluation.

Manufacturer narrative:
Blocks b1/b5/h1: based on the returned product evaluation, this is no longer reportable for a product problem. There is no potential for harm for cracks, unless a sharp edge is confirmed. Blocks d9/g3: the intrasight mobile touchscreen monitor was returned for evaluation. Block h3: visual inspection found a cracked screen, but no sharp edges were noted as determined by a glove test. Block h6: medical device problem code corrected from 4013 (sharp edges) to 1135 (crack) and investigations findings code corrected from 3252 (fracture problem) to 3243 (stress problem) based on the returned product evaluation. The complaint codes listed in the initial MDR remain acceptable (10- type of investigation and 61- investigation conclusion). The probable cause is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. No patient involvement. Lot# and expiration date are not applicable. At the customer site, a field service engineer replaced the broken intrasight mobile system's touchscreen monitor. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the manufacturer's system's touchscreen monitor was broken with sharp edges observed. There was no patient involvement. No user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor was broken exposing sharp edges that can result in a potential for harm.